Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The tumescent pump starts pumping fluid on its own when the wire to the foot pedal is bent a certain way. No injury to the patient.

Manufacturer narrative:
Evaluation summary: the device was received and forwarded to the supplier for the analysis. Based on visual inspection, a failure on the 3 pole cord of footpedal was determined. The repair of the footpedal was performed. The following part has been replaced: # 22568 - cord 3 pole. After replacement of the cord, the footpedal passed the functional testing. The review of the device history record did not show any related issues for this lot number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.